Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D9 correction: device available for evaluation updated to no.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endoprosthesis interventional procedure. Reportedly, when performing step 3, the plunger came out without the suture. This occurred with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.